Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that a percuflex biliary drainage stent, that is a sterile sample, arrived for a tender in (B)(4) without the directions for use.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).